Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the screen froze. There was no harm or patient injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the screen froze. There was no harm or patient injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.